Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles were found in the bd vacutainer® ppt¿ plasma preparation tube k2e gel before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found many tube have gel air bubbles and fm. Affect qty: 1000ea."

Event description:
It was reported that air bubbles were found in the bd vacutainer® ppt¿ plasma preparation tube k2e gel before use. The following information was provided by the initial reporter, translated from chinese to english: "before use, the cusotmer found many tube have gel air bubbles and fm. Affect qty: 1000ea."

Manufacturer narrative:
H.6 investigation summary :bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.